Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing cracked at the male luer connection while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing cracked at the male luer connection was not confirmed. Visual inspection observed no cracks on the male luer component. Functional testing of priming, infusion and pressure testing replicated no leaks or cracks on the male luer. The male luer of the suspect primary set was measured and found to be within iso standards. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that the tubing cracked at the male luer connection while in use on a patient. There was no report of patient harm.